Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo microcatheter was flushed and was tried to navigate on hybrid 10. The apollo was not getting tracked on hybrid. The hybrid wire was replaced and again tried to navigate apollo. The apollo got stuck in an acute bend. After maneuvering for few mins, doctor found that the apollo micro tip got prematurely detached. There was no friction or difficulty during injection. The tip remained in the artery. There was no force applied during removal. The catheter tip was entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. This did not occur during onyx injection. No patient symptoms or further complications were reported as a result of this event. The catheter was removed and replaced with competition catheter in another feeder. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for dural arteriovenous fistula (avf) treatment. It was noted the patient's vessel tortuosity was severe. The access vessel was the middle meningeal artery (mma) with a diameter of 2.1mm. Ancillary devices include a envoy guide catheter, hybrid guide wire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the apollo tip is not embedded in the onyx cast. There are no future plans to retrieve the catheter tip, the artery got blocked as per doctor. The tip is located in one of the feeders from the middle meningeal artery (mma). There was no note of vessel calcification. There was no kink or damage noticed on any of the devices.